Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that approximately, one to two years ago, a patient was implanted with a prodisc c device at c4-5. Following the surgery, the patient never felt better and the pain never went away. The device and placement looked good, so the surgeon does not believe that the device was causing the patient's symptoms. The implant was removed on (B)(6) 2024 and the patient was fused. A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the risks associated with the complaint are identified and mitigated to an acceptable level. There are no previous capas or issues associated with the complaint. The implant was returned following removal and will be evaluated by exponent following their approved prodisc c device evaluation protocol. The device evaluation report will be logged in their system as pdc-rd-0063. There were no anomalies associated with the complaint identified during the investigation. The cause for the removal is unknown. The therapy device was not effective. This submission is 1 of 1 devices involved in this event.

Event description:
One to two years ago, patient was implanted with a prodisc c device at c4-5. Following the surgery, the patient never felt better and the pain never went away. The device and placement looked good, so the surgeon does not believe that the device was causing the patient's symptoms. The implant was removed on (B)(6) 2024 and the patient was fused.